Event description:
During presales electrical and functional testing, the battery 1 charging indicator light did not light up when the ventilator is connected to mains. There is no issue with the battery itself, the charging process works, but the led does not light up. There was no patient involvement in this incident. Investigation is ongoing.